Manufacturer narrative:
The customer reported three (3) positive blood cultures in aerobic blood culture bottles that grew pseudomonas oryzihabitans for three different patients who have nothing in common. The three bottles are from three different bact/alert® fa plus part 410851 lot numbers 0004101310 (expiry date 07oct2023), 0004101322 (expiry date 12oct2023) and 0004100912 (expiry date 26apr2023). All three bottles were inoculated with sample, had cloudy media, yellow sensors and gram stains showed gram negative rods. The organism was identified by the maldi-tof mass spectrometry method. The three patients were treated for at least one day with antibiotics before concluding the blood cultures were contaminated. The bottles were tested on the bact/alert® virtuo® instrument serial number (B)(6) software version virtuo 03.01.01.1274 installed (B)(6) 2017. The times to detection (ttd) on the instrument for two of the bottles is consistent with the organism entering the bottle with the sample, the third bottle's ttd was unknown. Investigation: batch history record and complaint trend analysis. There is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: root cause analysis: p. Oryzihabitans was identified in three different lots of fa plus bottles for three different patients located in two different hospitals. One patient was located in the pulmonary ward of the first hospital. Two patients were from the orthopedic and emergency wards of the second hospital. Both hospitals are located in (B)(6) france. Contamination of the three fa plus bottles could have been isolated incidents, associated with a common component during the specimen collection process or a combination of both scenarios. Based on the evaluation of data and the information provided by the customer, there are three most probable root causes for contamination source of bact/alert fa plus bottles with p. Oryzihabitans: materials, manpower, and environment are the potential contributing factors to the root cause of this complaint. Materials: the customer stated that they have seen contamination of culture bottles with p. Oryzihabitans when using the fa plus from three (3) different lots (lot 000410310, lot 0004100912, and lot 0004101322). Bact/alert fa plus lot 000410310 was used to draw a sample from a patient in the pulmonary ward at the tenon hospital in (B)(6) and lot 0004100912 was used to draw a sample from a patient in the orthopedic ward at the (B)(6) hospital in (B)(6). Lot 0004101322 was used to draw a sample from a patient in the emergency room also at the (B)(6) hospital in (B)(6). All patient samples were drawn on the same day, (B)(6) 2023, and sent to the same laboratory for testing. The customer stated that all three positive bottles determined by the bact/alert virtuo instrument were visually examined and the media in the bottles appeared cloudy. The les sensors of each bottle were yellow in color indicating positive organism growth had occurred. Gram stains on the bottles were positive for gram-negative bacillus. Further testing of the bottle contents by maldi-tof mass spectrometry identified pseudomonas oryzihabitans as the organism in all three fa plus bottles. The patients were put on antibiotics for one (1) day and then these isolates were viewed as contaminants and not contributing to the health of either of the patients. Article 1: outbreak of pseudomonas oryzihabitans pseudobacteremia related to contaminated equipment in an emergency room of a tertiary hospital in korea; k.-s. Woo, j.-l. Choi, b.-r. Kim, k.-h. Kim, j.-m. Kim, and j.-y. Han; infection & chemotherapy; http://dx.doi.org/10.3947/ic.2014.46.1.42. Key points related to this investigation are listed below: ¿ pseudomonas oryzihabitans (p. Oryzihabitans) has been associated with hospital environment (e.g., sink drains, respiratory therapy equipment) and rarely causes human infections. ¿ this report focuses on the outbreak of this organism potentially from a faulty aseptic preparation of a saline gauze container. ¿ p. Oryzihabitans can be found in cases involving catheters (e.g., central venous catheters). ¿ in this report, eight (8) patients entered the emergency room (ER) with different medical conditions and were diagnosed with blood cultures positive for p. Oryzihabitans. ¿ none of the patients showed any signs of sepsis, or were attached to a central venous catheter at time of blood collection. ¿ historical 12-month microbiology laboratory records showed no evidence of p. Oryzihabitans detection and this organism was not isolated from clinical specimens from other hospital wards. ¿ a total of 22 environmental samples were taken from the ER (e.g., disinfectant, forceps, saline gauze containers, gloves hand soap, tap water, tables, beds, chairs, and linens). ¿ the saline gauze container stored the saline-soaked cotton gauzes used to remove dirt from the skin. ¿ only the saline gauze container had a positive result for p. Oryzihabitans matching the sequence of the organism found in the blood cultures of the 8 patients. ¿ the saline gauze container could have been mistaken for the cotton material soaked in 70% ethanol used for the disinfectant of a patient¿s skin prior to venipuncture blood draw, the containers were of the same color. ¿ the saline gauze containers were removed from the ER and daily monitoring of the ER showed no other outbreaks with p. Oryzihabitans. ¿ hospital surveillance is important to reduce the presence of environmental contaminants. Article 2: influence of temperature on the motility of pseudomonas oryzihabitans and control of globodera rostochiensis; f.I. Andreoglou, i.k. Vagelas, m. Wood, h.y. Samaliev, and s.r. Gowen; soil biology & biochemistry; doi:10.1016/s0038-0717(03)00157-3. Key points related to this investigation are listed below: ¿ this study focuses on the use of pseudomonas oryzihabitans (p. Oryzihabitans) to suppress the presence of the globodera rostochiensis (an eelworm pest known to infest potatoes) with respect to temperature. ¿ p. Oryzihabitans is motile by means of a single polar flagellum and has produces certain antimicrobial metabolites that can inhibit parasitic pest known to potato plants. ¿ root colonization with the dispersal of microorganisms depends on plant attributes (e.g., root growth, and soil texture, temperature, and moisture) and microorganism attributes (e.g., growth rate, motility, chemotaxis, and cell surface properties). ¿ a pure colony of p. Oryzihabitans was cultured and processed to obtain an adequate concentration for the effect of this organism against the parasitic pest. ¿ a number of potato plants were treated with a suspension of p. Oryzihabitans and an equal number of potato plants were untreated. These plants were exposed to different temperatures and for different number of days. ¿ testing of the motility of p. Oryzihabitans in agar tubes with respect to different temperatures and in soil also with respect to different temperature was also conducted. ¿ results from the agar tubes p. Oryzihabitans showed optimal motility at 26°c and motility was inhibited at temperatures below 18°c. ¿ results from the soil p. Oryzihabitans showed optimal motility at 25°c and motility was inhibited at 16°c. The volume of sample in two of the fa plus bottles (lot 000410310 and lot 0004100912) were low volumes, 4ml and 3ml respectively. The customer did not provide information to confirm the type of sample (blood or normal sterile body fluids) collected from each patient. Although, lower than the recommended 10ml volume can be inoculated into fa plus bottles, typically, blood samples are closer to the recommended volume. The customer also did not confirm the method of sample collection, by venipuncture or by syringe method. It is possible that the inoculation of each patient sample was not performed directly from the patients: transfer tubes and/or containers with the patient samples could have been accessed for the direct inoculation into the bact/alert fa plus bottles by the users. Any of the common devices used for sample collection (e.g., disinfectant wipe packets, syringe packs, transfer tubes/containers) could have originated from the same location of storage supplied to these two hospitals where p. Oryzihabitans could have been present and transferred to the fa plus bottles upon use. The bact/alert fa plus culture bottles detected organism growth as intended; however, the organism detected was p. Oryzihabitans, viewed as a suspected contaminant as per the customer. This organism is motile at best at a temperature a little above ambient room temperature (e.g., 15°c-25°c) and associated with hospital environments (sink drains, respiratory devices, central venous catheters (IV)). A point of entry into the patient¿s blood culture sample as a contaminant and/or patient would be through a physical contact of a blood drawing device, or another device used on the patient with presence of the viable organism(s). Materials are a potential contributing factor to this complaint. Manpower: the customer communicated that specimen collection processes are common amongst healthcare personnel of tenon and trousseau hospitals. Types of devices used (e.g., butterflies for venipuncture, syringes, transfer tubes, disinfectant packet type) by the healthcare personnel could have come from the same location and/or lot number. P. Oryzihabitans can be transmitted by human contact and survive on devices and/or outside device packaging. In addition, devices such as cell phones that are highly subjected to human contact (e.g., hands, facial skin) can be a source/transmission for this organism to be a contaminant. Article: a pilot metagenomic study reveals that community derived mobile phones are reservoirs of viable pathogenic microbes; m. Olsen, r. Nassar, a. Senok, a. Albastaki, j. Leggett, a. Lohning, m. Campos, p. Jones, s. Mckirdy, l. Tajouri and r. Alghafri; scientific reports (2021) 11:14102, https://doi.org/10.1038/s41598-021-93622-w. Key points related to this investigation are listed below: ¿ a study focusing on mobile phones serving as a means of microbial transmission within the healthcare environment. ¿ united states center for disease control and prevention outlined that almost 80% of all infectious diseases are transmitted by hands. ¿ common ¿hand-touched¿ surfaces can act as vessels to spread bacteria (e.g., keyboards, faucet handles, cell phones). ¿ research has shown that front-line healthcare workers use their cell phones regularly at work and most do not clean them on a routine basis. ¿ five (5) mobile phones were selected at random, swabbed front/back (with gloves worn), samples cultured on three different types of media, incubation of media plates were for 48 hours at 37°c. ¿ 173 different strains were identified: 31.8% were gram-negative bacteria and of this percentage, 12.75% were found to be pseudomonas species (e.g., p. Oryzihabitans and p. Luteola). ¿ although, the sample size of 5 phones was small, the study showed that cell phones present a risk for transmission of disease (e.g., healthcare workers handling microorganism contaminated phones even with gloves on). ¿ there is a need for disinfection and decontamination methods for cell phones to reduce the chances of microbial transmission. The most common way for a contaminant to be introduced into the bottle is during the sample collection process and/or inoculation into the bact/alert culture bottles. It is important to conduct proper disinfection of bottle top(s) and intended site of the venipuncture on the patient¿s skin, avoid contact of surfaces after gloves are on and prior to inoculation of sample into the bottle (e.g., bedding, computer keyboards, cell phones, curtains, portable drawing station holding supplies). Blood collection from an intravenous catheter is subjected to a higher risk of contamination and adequate collection of blood volume in the bottles aids in the detection of microorganisms attributed to blood infections. Manpower is a potential contributing factor to this complaint. Environment: environmental conditions such as dust, dirt, light, temperature, biological material, and humidity conditions of the manufacturing area or the exposure of the patient sample at a customer¿s site will contribute to the root cause of an issue. Monitoring and detection methods are inherent to manufacturing processes to identify any potential contamination of the culture bottles as a result of the bact/alert culture bottle production. Optimal growth of p. Oryzihabitans has been shown at 26°c. Manufacturing processes for bact/alert culture bottles expose the bottles to higher temperatures than the survival temperature of this organism. There is no indication that the contaminants originated from the manufacturing facility. Article 1: hospital acquired infection: bacteriological profile of species from environmental surfaces of cotonou 5 hospital in south benin (west africa); f. Cyr doscoph afle, a.j. Agbankpe, r.c. Johnson, o. Houngbegnon, s.c. Houssou, and h.s. Bankole; https://doi.org/10.20546/ijcmas.2018.704.169. Key points related to this investigation are listed below: ¿ the study was conducted to identify bacterial species present on hospital surfaces in order to control environmental contamination. ¿ 165 samples were taken from the hospital surfaces in various areas (e.g., maternity, emergency room (ER), operating theater (surgery), intensive care unit, hospitalization adults (general adult patient units), pediatrics) and tested. ¿ the highest frequency of contamination was found in ICU, ER and pediatrics. ¿ health care personnel are a major source for transmission of hospital acquired (nosocomial) pathogens to patients due to their exposure to several patients at a time. ¿ majority of the swabbed samples (2-4 per site) were taken in the morning one hour after the cleaning/disinfection of the area. ¿ samples were transferred into tubes containing brain heart broth and incubated at 37°c for 24 hours to obtain bacterial growth. ¿ gram staining of the colonies and biochemical identification of the isolates were performed. ¿ the study identified 18 species of non-fermenting gram-negative bacilli (nfgnb). ¿ pseudomonas oryzihabitans (p. Oryzihabitans) made up 27.02% of the nfgnb found. ¿ table 3 shows p. Oryzihabitans was found in the following areas: hospitalization adults, pediatrics, ER, surgery, and ICU. ¿ improvements of the cleaning and disinfection of hospital surfaces is essential in combating contamination in the hospital environment (e.g., use of 1% hypochlorite). Article 2: draft genome sequences of eight bacteria isolated from the indoor environment: staphylococcus capitis strain h36, s. Capitis strain h65, s. Cohnii strain h62, s. Hominis strain h69, micobacterium sp. Strain h83, mycobacterium iranicum strain h39, plantibacter sp. Strain h53, and pseudomonas oryzihabitans strain h72; d. S. Lymperopoulou, d.a. Coil, d. Schichnes, s.e. Lindow, g. Jospin, j.a. Eisen, and r.I. Adams; lymperopoulou et al. Standards in genomic sciences (2017) 12:17, doi 10.1186/s40793-017-0223-9. Key points related to this investigation are listed below: ¿ study found eight (8) different microorganisms evident in the indoor environment during air sampling of five (5) different residential bathrooms. ¿ cultured bacteria represented air particles from different sources (e.g., tap water, human occupants, indoor surfaces and outdoor air). ¿ focus was on strains that are commonly associated with indoor environments and can potentially impact human health (e.g., pseudomonas oryzihabitans has been isolated from water and sink drains). ¿ sampling sites (positioning of petri dishes) included near shower water mist, and on door, walls, cabinet. ¿ incubation temperature was at 28°c for 48 hours and 5 days, dependent on type of plates. ¿ classification of species was done by 16srrna gene sequencing. ¿ pseudomonas oryzihabitans (p. Oryzihabitans) is a gram-negative, non-fermenting, yellow-pigmented bacterium and is associated with as an environmental organism. ¿ p. Oryzihabitans has been also known to be a pathogen in immunocompromised hosts (hospital acquired and community environments). ¿ p. Oryzihabitans can form biofilms in drinking water systems and be resistant to chlorine. ¿ this organism has been associated with catheter related diseases (e.g., bloodstream infections, peritonitis). ¿ p. Oryzihabitans has also been found on synthetic sponges, one used by an immunocompromised patient and one used in a neonatal intensive care unit. ¿ in this study, p. Oryzihabitans was found in the indoor air of one of the residences and identified as strain h72. ¿ h72 showed a much higher percentage of genes linked to motility (self-movement of cells). The customer reported that one patient was located in the emergency room of trousseau hospital. P. Oryzihabitans has been found to be associated with contaminated hospital surfaces especially in the emergency room. The emergency room is a high traffic and most external elements brought in with patients and the potential for blood culture bottle contamination would be high. P. Oryzihabitans has also been associated with contamination of water and sink drains by the ability to produce biofilms. The tenon and (B)(6) hospitals, both located in (B)(6) france, that the three patients were located could possibly share the same water system supporting the two hospitals. The customer reported that each individual patient sample was inoculated into different lots of fa plus bottles; however, other collection devices (e.g., disinfectant wipe packets, syringe packs, transfer tubes/containers) could have been from the same supply storage location(s), distributed to the two hospitals and used for the specimen collection of the three patients. P. Oryzihabitans is an uncommon human pathogen; however, if detected the isolates have been found to be related to hospital environments (e.g., surfaces in the ER, water, sink drains) and residential locations. Use of appropriate disinfectants on hospital setting surfaces, hand washing by staff, wearing gloves by staff, limited contact with hospital surfaces with gloves prior to specimen collection with bact/alert bottles will reduce the presence of contamination. Environment is a potential contributing factor to this complaint. Retains: fa plus lot 0004101310: there were 294 retain samples inspected from lot 0004101310 (expiry date 10jul2023) on 27apr2023 by a global customer service (gcs) part 2 investigator. Five (5) bottles were suspect with a slight cloudy appearance in the media with normal gray color sensors. Therefore, further qc testing was requested to confirm there is no microbial contamination due to the media appearance. Qc results confirmed that no organism growth was present in any of the five bottles. Returned products and testing: no requirement for returned bottles that were inoculated with patient samples. Conclusion on product compliance to specification/performance: there is no evidence of any bottle malfunction with the bact/alert fa plus culture bottle lots. The bact/alert fa plus bottles detected organism growth as intended; however, the organism detected was p. Oryzihabitans and a suspected contaminant as per the customer. Monitoring and detection methods for potential bottle contamination are part of the manufacturing and quality control processes for bact/alert culture bottles prior to the release of product to customers. P. Oryzihabitans does not make spores and optimal growth of this organism has been shown at 26°c. Manufacturing processes for bact/alert culture bottles expose the bottles to higher temperatures than the survival temperature of this organism. There is no indication that the contaminants originated from the manufacturing facility.

Event description:
Intended use: bact/alert® fa plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic (bacteria and yeast) from blood and other normally sterile body fluids. Issue description: a customer in france notified biomérieux of bottle contamination with pseudomonas oryzihabitans in association with bact/alert fa plus (plastic) (ref. 410851, lot number: 0004101322, expiration date: 12-oct-2023). Customer reported that they had three (3) positive blood cultures (same reference 410851 ,different bottle lot), taken on (B)(6) 2023 in aerobic blood culture vials with p. Oryzihabitans for patients who have nothing in common (a pulmonology patient in tenon, an orthopedic patient in trousseau and one in the emergency room in trousseau). Each bottle lot number is documented in the following complaints (each complaint is relative to one patient and one bottle batch.): (B)(4) for lot number: 0004101310. (B)(4) for lot number: 0004100912. (B)(4) for lot number: 0004101322. The laboratory reported each p. Oryzihabitans result to the physician as pathogen and each patient received antibiotic treatment for about one (1) day before concluding that there was contamination. The customer identified the organism as pseudomonas oryzihabitans by maldi-tof mass spectrometry. Biomérieux global customer service (gcs) asked the following questions concerning patients status: name of the antibiotic therapy given, and how much was given to the patient? Did the antibiotic treatment cause any injury to the patient or improve the patient's health? At the time of assessment, the customer had not provided answer. An investigation has been initiated.